Event description:
The pt was reportedly experiencing pain and shocks around the implant site, followed by intermittency and loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing showed that the pt's device is functioning. Surgery to explant the pt's device has been scheduled.